Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 220 (pump task starved) during therapy in the orthopedic department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: it was reported that a spectrum pump alarmed system error 220 (pump task starved). This occurred upon programming/setup in the orthopedics department. There was no patient involvement. No additional information is available. H6: health effect- impact code f27 additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During evaluation, the reported problem of "system error 220" was not reproduced or found during a review of the event history log. However, a review of the event history log (ehl) revealed occurrences of "system error 221" messages and reproduced during evaluation. The reported condition was verified as a system error 221. The cause of the condition was determined to be faulty processor pcb. The processor pcb will be replaced to correct the reported problem. This issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.